Manufacturer narrative:
(B)(4). D10: 42522100910, articular surface medial congruent (mc) right, (B)(6). 42540500038, 38mm diameter osseoti porous 3-peg patella, (B)(6). 42508607002, cruciate retaining pps standard femur, (B)(6). 42535007902, 0â° spiked keel right size g osseoti tibia, (B)(6). 42512100910, articular surface medial congruent (mc) left, (B)(6). 42540500038, 38mm diameter osseoti porous 3-peg patella, (B)(6). 42508607001, cruciate retaining left size 11 pps standard femur, (B)(6). 42535007901, 0â° spiked keel left size g osseoti tibia, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black impactor piece broke while placing a trial component. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.